Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the application instrument for sternal zipfix set was dropped in central sterile and the cutting edge broke off. It was reported that there was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 03.501.080, lot: l254389: manufacturing site: haegendorf, release to warehouse date: 26.jan.2017: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Service & repair evaluation: the device was initially returned to service and repair and evaluation at service and repair noted as the customer reported the cutting edge broke off. The repair technician reported the cutting piece was broken off and missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device condition: visual inspection performed at customer quality (cq) observed a portion of cutting head piece broken. The broken fragments were not returned at customer quality. No new issues were identified on other portions of the device. The complaint condition agrees with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings of the returned instrument was reviewed and no design issues were identified. Dimensional analysis of the broken tip could not be performed as the broken portion was not returned, and also the breakage was observed at the region adjacent to component assembly regions therefore accurate dimensions of the remnant broken portions (i.e; device thickness at fracture site) were not able to be obtained. Therefore, dimensional analysis was not performed on the given device. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. Material review on the given device was not able to be performed as the subcomponents of the given device are lot tracked. However, upon visual inspection of breakage and the fracture pattern under magnification no voids or material inconsistencies were observed. Furthermore, complaint description stated that the set was dropped in sterile processing. Therefore, it was able to be confirmed that the given complaint condition is most likely due to unintended excessive force on the device. Conclusion: while no definitive root cause could be determined, it is possible that unintended forces encountered by the device could have contributed to given complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.